Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. Memory full prompt. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. The device was returned for ¿device switches on automatically and prompts memory full¿. Throughout the history log the device records multiple manual power ons of 10 minutes duration which lead to the depletion of a pad-pak causing the user to be alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. The multiple manual power ons of ten minutes in duration would have caused the memory of the device to become full as per the reported fault. The fault was traced back to the corrosion observed on the membrane tail. The j11 measurements returned to a level comparable with a known good device when the corrosion was cleared from the membrane tail. Additionally, the device was observed switching on automatically during the investigation. This would confirm the failure of the returned membrane due to corrosion on the membrane tail as a result of suspected storage outside the indicated conditions. The returned 300p is outside of its warranty and therefore will be scrapped.

Event description:
Device switches on automatically. Memory full prompt. There was no patient involved in this event.